Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
Event 2. It was reported to b. Braun medical inc. That a streamline bloodline set for dialog+® (material # sl-2010m2096a, lot # 0061945694) was used during a procedure performed on an unspecified date. According to the complainant, the bloodline set detached. The user noted that the venous chamber lacks a line to push medications in or a clamp, causing saline to leak out while attempting to set up and prime the lines. This issue reportedly began about one month prior with six (6) to eight (8) other packages experiencing similar issues, prompting the customer to discontinue use of this lot. Additionally, devices from this lot were observed to break along the arterial line, specifically "under the bubble" during the setup or takedown of the devices. The complaint devices have been returned to the manufacturer for evaluation. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested per specification and passed. Thirty- two samples were provided for evaluation. Upon visual inspection of the returned samples, it was noted that all sub assembly and clamps were correctly assembled on all the 32 samples returned. Close attention was paid to make sure all clamps were present and not missing. Based on the data from the investigation, the reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.